Event description:
Caller indicated the relion confirm meter was giving variable readings. Customer said that her meter didn't want to turn on yesterday, she changed batteries and still didn't want to. This morning before going to (B)(6) to return it she tested herself and said she got a low, tested again within minutes using same drop of blood and she got 299. She then took another test using a new drop of blood and got 237. She was very upset and said she has been a diabetic for years and know what she is doing. I did let her know all meters work a bit different and that I would send her a new meter. She washes hands and stores in living room. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.